Event description:
It was reported that the customer was hospitalized for dka. Prior to the event, the customer had nausea and was vomiting. The programming and histories were accurate. Troubleshooting was done and the pump passed the testing. The customer was educated on following the two hbg rule.